Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital due to fever and shivering. Blood work, hemocultures, positron emission tomography (pet) scan and transthoracic echocardiogram were performed by the hospital and the pet scan showed an infection focal point along the cardiac resynchronization therapy defibrillator (crt-d) leads and the decision was made to explant the device. Echocardiogram, transthoracic echocardiogram was performed and no vegetation was observed, however, a mass was observed on the non-coronary cups of the aortic valve. Organism was identified as staphylococcus aureus with gram positive cocci. Sepsis with bacteremia and septicemia were noted. Explant was performed and the patient was treated with intravenous antibiotics. The patient will be evaluated for re-implant and continues to be monitored. The patient is a participant in the post approval network (pan) clinical study. No further patient complications have been reported as a result of this event.